Event description:
The initial reporter stated they received discrepant results for one patient sample tested with crep2 creatinine plus ver.2 on a cobas 6000 c (501) module. No incorrect results were reported outside of the laboratory. The sample was test in a cup and initially resulted in a creatinine value of 535 umol/l. The same cup was repeated, resulting in a value of 2038 umol/l. The primary tube was then repeated twice, resulting in a value of 559 umol/l and 500 umol/l. The creatinine reagent lot number was 62066601, with an expiration date of 30-nov-2022.

Manufacturer narrative:
Calibration data was ok. Quality controls recovered within range. A general reagent issue can be ruled out because calibration and controls are acceptable. Upon review of the alarm trace, low reagent level alarms occurred on the day of the event. The investigation could not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
The customer cleaned the wash station probe. Afterward, the customer had no further issues. The issue was resolved by the instrument maintenance performed by the customer.